Event description:
Changed medtronic infusion set around 5 pm and then left work at 7 pm. At 7:05 checked blood glucose level and it was 111. In a matter of 25 minutes blood glucose level dropped to 66 and subsequently passed out while driving. Car rolled over and another vehicle was hit. Endocrinologist believed accident was caused by infusion set administering extra insulin due to recall. Infusion set that I was wearing was recalled.